Event description:
The patient reported that on a spring evening this year, at approximately midnight, she and her husband were lying in bed watching television when suddenly she experienced what she described as an "explosion" in her head. She was not wearing her opus 2 processor at the time. She attempted to wear the activated processor, but described an electric shock that she couldn't tolerate, so she removed the processor. She relayed that the explosive sound persisted for over an hour and then subsided so that she could sleep, although she described 4 "aftershocks" but of less intensity. The next day she was able to wear her processor without further incident, although input from the processor was louder than previously perceived.